Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was isolated to the electrode belt having broken wires at the distribution node (dn), breaking all wires within the cable. The root cause for broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.